Event description:
A discordant, falsely low calcium_2_c (calcium_2 concentrate) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not released to the physician. The sample was repeated on the same instrument and on an alternate instrument. The repeated result obtained from the alternate instrument was reported to the physician as the corrected result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium_2_c result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse checked the system setting parameters and changed a system setting that was found to be different from the system installation setting parameter. The cse determined that the cause of the discordant calcium_2 concentrate result was user error. The instrument is performing within specifications. No further evaluation of the device is required.